Event description:
[Abbott ID now] use for covid-19 under emergency use authorization (eua): invalid results. Invalid repeated with same buffer and came back neg. It was a different kind of swab from the kit. FDA safety report ID # (B)(4).